Event description:
(B)(4) study. Same patient as MDR# 34265-2012-03733. It was reported that post a stenting treatment procedure the patient died. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification- iiib). The patient was diagnosed as non-st elevation myocardial infarction with increased troponin values and was referred for cardiac catheterization. The 95% stenosed, 16 x 2.5mm target lesion was a de-novo ostial lesion located in the proximal left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 28 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The patient was discharged with aspirin and clopidogrel. In (B)(6) 2012, the patient presented with vomiting and epigastric pain. The patient developed ventricular tachycardia and advanced cardiac life support measures were initiated but the patient died. The underlying cause of death was ventricular tachycardia. Ischemic cardiomyopathy, congestive heart failure and type-2 diabetes mellitus were the secondary causes of death.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).